Event description:
It was reported that cgm displayed error message during use with g7 sensor. No additional information was received regarding impact to customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session.